Event description:
A consumer reported that the charging base was heating up and making smoke. Their granite table was disolored and burned.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.